Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had global find was not function and got error. A technical support specialist (tss) spoke with the customer regarding the case and explained that the issue was caused by the transmission control protocol not being released by the site network, which needed to be addressed by the hospital information technology. The customer was informed that ports 10001 and 808 should be checked, and the error details had already been shared in the case notes for tss to review. The customer acknowledged the information and agreed to call back if further assistance was needed. Later, an inbound email was received in which the customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshoot assisted customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed when tried to use the global find at all stations, users were getting the error server connection failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed when tried to use the global find at all stations, users were getting the error server connection failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.